Event description:
It was reported that the device sterility was compromised. During unpacking an opticross 6 hd imaging catheter, it was noticed that the corner of the packaging was slightly unsealed. The device sterility was compromised. No patient involvement at the time of the event.